Event description:
It was reported that non sustained lead noise was observed via merlin.net transmission. Patient presented in clinic for follow up, review of the episodes showed that the episodes were not due to lead noise. Two of the episodes were due to p-waves being buried in pvarp and competitive atrial pace events starting ventricular blanking that caused miss-counting of intervals. The third nsln episode showed variation in far-field sensing of pvcs. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.